Event description:
It was reported that the insulin pump had a crack in the case. The crack was seen at the thread of the reservoir compartment. The cause of the damage was unknown. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)